Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® blood transfer device, foreign matter was found inside the packaging of one device. No adverse impact was reported regarding the patient or user.